Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; creases fold, opening lineal and black particles on the shell. Leak test and microscopic analysis was performed which identified; striated opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is:a striated opening on radius assessed as surgical damage consistent in the use of some surgical tool. Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and concern with the product.

Event description:
Healthcare professional reported right side acute peri-device seroma and implant exchange due to patient's concern with the product. Device remains implanted.